Manufacturer narrative:
The insulin pump received with blank display and constant tone due to moisture damage electronic assembly. Moisture damage found on motor. Unable to verify motor error alarm or frozen screen due to blank display anomaly.

Event description:
The customer called to report a motor error alarm followed by a blank display. Troubleshooting was performed. The screen returned, but now it is frozen, and the time is not advancing. Removed the battery for five minutes, but the screen remained frozen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.